Manufacturer narrative:
N/a

Event description:
The following has been reported: during a routine maintenance visit to another piece of biomedical equipment, the engineer identified the following inoperative device. Upon inspection, it was discovered that the medical device had a faulty lower pressure sensor. The pressure sensor was replaced, and after quality control testing, the device was deemed fully functional and ready for use. Reporting as a conservative measure. No adverse event effects were reported. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the downstream pressure sensor has been changed that solved the issue (according to the provided quality control certificate). Despite several requests for parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a downstream pressure sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal